Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during product evaluation. The assignable cause was no determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: the user interface module software version is 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.